Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient checked their system controller with a grilling tool temperature gauge and reported that it heats up to greater than 100f. The patient reported that wearing the controller on the left ventricular assist device (lvad) shirt had left a red mark on their chest previously. Log files were sent for analysis to determine if the temperatures were normal fluctuations or due to something else going on. The log files showed the controller internal temperatures are ranging from 40 to 50 degrees celsuis which is within normal ranges. It was advised that concealing the controller in an lvad shirt could have contributed to the controller surface temperature increasing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation could not confirm the reported event of the system controller overheating while activated. The heartmate 3 system controller (serial number: (B)(6)) remained in patient use and was not exchanged; however, log files were submitted for review. No atypical alarms were observed within the log files, and the pump maintained within the expected speed range throughout the captured data. The controller¿s internal temperature reached a maximum temperature of 50 °c, which is within operating specifications. It should be noted that the internal controller temperature recorded in the log file cannot be conclusively correlated to the temperature of the controller case. A root cause for the reported event was not determined through this analysis. The device history record for the system controller (serial number (B)(6)) with were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 patient handbook section 2 ¿how your pump works¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 9 ¿testing and classification¿ lists the acceptable operating temperature ranges for all equipment, including the system controller. The acceptable operating temperature range for the system controller is 32 ¿ 104 degrees fahrenheit (0 ¿ 40 degrees celsius). Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
This happened at night when sleeping with the heartmate 3 shirt on. The patient was advised to leave controller out of shirt and covers. No specific date was provided for when this event had occurred, or when the patient first noticed the controller getting hot. No equipment was exchanged.